Event description:
A newspaper article reported that during an intraocular lens (iol) implant surgery, the pt was unable to breathe. The article reported that the surgery was performed by a person who was without a medical practicing certificate or being a registered medical provider in (B)(6). Prior to the surgical procedure, the pt was told by the surgeon that the pressure in her eye was elevated and this could be controlled with medications. According to the article, the pt reported that the procedure was painful and midway through the procedure she felt sick. The pt told the surgeon she was unable to breathe. The surgeon continued with the procedure. The pt reported she felt giddy and could feel someone fanning her. When the pt's face was uncovered, the pt reported hearing the assistant notify the surgeon that she was foaming at the corners of her mouth. Reportedly, the surgeon then placed the iol in the pt's eye. The pt was transferred to a different facility and diagnosed with fluid in her lungs. She remained hospitalized for five days. Following her discharge from the hospital, the pt was examined by a different ophthalmic surgeon. She was readmitted to the hospital and treated with medications. The pt remained in the hospital for one week. In the article, the pt reported that she was given several shots to remove clots in her eye. During this hospitalization, the iol was removed due to the lens being in the wrong position and the pt was left aphakic. The pt reported her vision is still blurry and the surgeon prescribed glasses for her. She was told that the surgeon would replace the lens after she had time to heal.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. (B)(4).